Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having problems with their shunt. It was stated they were experiencing pain while in the kitchen.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that their headaches vary. At the site of the shunt, it hurt a constant uncomfortable feeling. When the doctor put the programming device to it, the pain was relieved for a short period of time. Using the microwave, the kitchen refrigerator, the vacuum cleaner, and the hair dryer made the pain worse. Airport screeners also really made it hurt. Their eyes tangle as well and their vision in the right eye had decreased. It was noted it was difficult to explain the feeling. During a MRI in december 2020, the pain at the site of the shunt was very painful, and the patient became light headed. It was noted that they started the MRI in 1 machine and then moved them to a 2nd machine. The MRI changed the setting on their device from 0.5 to 2.5. The nurse of the doctor worked with their shunt setting for over 20 minutes to reset it. 2 weeks later, the doctor checked the patient's shunt with the programmer, and it relieved the pain. A brain MRI in october 2020 revealed that the brain volume was adequate for their age; however, the right lateral ventricle was slit like which may be related to overshunting. The left lateral, third, and fourth ventricles were normal in caliber, and there was no hydrocephalus. The patient also mentioned that during the summer, they had really bad pain in their right breast, and their mammogram showed the brain shunt looped in the breast. A subcutaneous cyst was removed in august 2020 which relieved the under arm pain; however, they still get pain along the track of the shunt.

Event description:
Additional information received reported that the patient had ongoing pain along the right side starting at the shunt in their head down under their breast into their upper and lower abdomen area. They were also experiencing frequent urination. They were on pain reliever all day. A shunt study x-ray showed the shunt tubing in the right breast looping possibly around the liver.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.